Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation received alleging that the patient suffers from extreme pain, discomfort, soreness, malaise, and swelling. Also alleged is immobilization and both acute localized damage to tissue and/or bone surround the acetabulum and systemic injuries. Excessive levels of chromium and cobalt where alleged in the litigation as well.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed

Event description:
Update: updated surgeon's name, date of revision, patient weight and height, details of stem and sleeve, adi decision tree.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.(B)(4).

Event description:
Update rec'd 09/26/2014- plaintiff's preliminary disclosure form was received, which identified dob and part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/14/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update rec'd 4/2/15 - plaintiff preliminary disclosure form was received, which identified dor. There is no new additional information that would affect the investigation.